Manufacturer narrative:
This is a supplemental report to MFR. Report #: 9610816-2020-00227  the FDA registration number initially chosen was incorrect. Please use/refer to this report. A follow up report will be submitted once the investigation is complete. Patient information not available at time of report.

Event description:
The customer reported their philips intellivue information center (piic) failed to alarm for a patient event during a loss of connection that displayed an inop/error of ¿no data from bed¿. The customer indicated there was a delay in treatment from one to three minutes. Patient status is unknown at time of report.